Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore only based on the returned device data as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. The returned device data were inspected. During the inspection the clinical observation could be confirmed. Further analysis revealed an unexpected battery behavior, which led to the clinical observation. Based on the data available for analysis the root cause for that behavior was not determinable and can only be clarified by an analysis of the device itself. However, it cannot be excluded that this occurrence resulted from a defective component, which may compromise the ability of the device to deliver therapy. Biotronik has informed the health care professional about this analysis result, who decides, based on the patients individual circumstances and medical judgment, if the device will be exchanged. Should further relevant information or the device itself become available, this investigation will be updated and you will be informed accordingly.

Event description:
After an implantation period of approx. 54 months, an error message about a battery failure was observed. The device remains implanted at this time. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Device explanted on (B)(6) 2022. The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was interrogated showing a warning message as mentioned in the complaint description. The pacemakers memory content was analyzed confirming this observation, a voltage drop was noted. However, the battery status was still ok and the documented current consumption was normal. Next, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. The therapy functionality was fully functional. In the further course of the analysis the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies. The battery was found to be still sufficiently charged to provide anti-bradycardia therapy. The measurement of the current consumption on the electronic module was found elevated. However, during in-depth analysis on component level this elevated current consumption could not be reproduced consistently, suggesting an intermittent occurrence. In summary, the clinical observation resulted from an elevated current consumption, which consequently led to the clinical observation. The therapy functions of the device were not compromised at any point while the device was implanted and in service.